Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis revealed insulation abrasions exposing the cable lumen at 3.0 cm to 3.2 cm and 7.4 cm to 8.1 cm from the distal end. (B)(4). (B)(6).